Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their implant wasn't working for them because their symptoms had not been helped and their were getting progressively worse. Patient said they were at the same level as they were before they got the implant and now they were walking around with water bottles in case they had to piss. Patient said their manufacturing representative (rep) told them they could call for assistance changing programs. When patient connected with implant therapy was on program 1 at 0.7 ma. Patient turned stimulation down to 06 ma and said stimulation was comfortable. Patient said they didn't want to change the program anymore because they now literally felt like they didn't need to go to the bathroom anymore. Patient asked if therapy had been off and agent reviewed when patient connected therapy showed on. Patient said they will leave setting as it is on the same program and will call back for assistance if needed. Additional information was received from the patient. The agent received a call from the patient in regards to the same issue previously reported. The caller stated that the implantable neurostimulator (ins) was automatically turning itself off. The caller stated that they were having frequent urination when they decided to check the device. The caller stated when they checked the ins they were seeing the device was off. The caller stated that as soon as they turned the device on, they could feel the stimulation resuming. The caller stated that they were sure when they met with the manufacturer representative (rep) the device was programmed to .5 and not .3 (what they were currently seeing). The agent redirected the caller to the healthcare provider (hcp).

Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.